Manufacturer narrative:
(B)(4). Additional information requested and received: did the device cut on the seventh firing? Clamp locked after closing the clamp, at auctioning the trigger. Did the device cut on the seventh firing? No. Was the cut line complete? N/a. Was the cutline and staple line equal in length? N/a. The analysis results found that one ec60 device was returned in good visual condition and with an ecr60b cartridge reload present. The reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle spring was found disengaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle spring became loose; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, at the seventh cartridge (blue cartridge), the device jammed, the stapling was incomplete. The device worked properly with the six previous cartridges. The seventh cartridge was properly placed into the device. The head of the device was cleaned each time a cartridge was placed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.